Event description:
A call to technical services was made on (B)(6) 2013 stating that patient had l v lead revision in august because of diaphragmatic stimulation. Records show that this lead was implanted on (B)(6) 2013. Epicardial lv implant took place at our (B)(6) medical center with implanting physician dr. (B)(6), and the following clinic was (B)(6). The following physican was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).